Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.